Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's remaining octrode lead was explanted and replaced with a penta lead on (B)(6) 2019. The other octrode lead was previously reported explant on (B)(6) 2019. The issue was resolved and therapy has been restored.

Event description:
Device 1 of 2. Reference MFR. Report#3006705815-2019-1751.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#3006705815-2019-1751. It was reported the patient experienced ineffective stimulation from the scs system due to high impedances on the right lead. The patient she had multiple falls. Reprogramming was unable to resolve the issue. As such, the patient underwent surgical intervention wherein one lead (high impedance) was explanted reportedly, the patient has some therapy following the procedure. However, the patient will be following up with a neurosurgeon as the next course of action. It is unknown which lead is liable. Therefore, all suspected devices are being reported.